Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "multiple purge failure. [The user] stated they had placed the a 50cc rediguard iabwithout difficulty. They had the ECG and ap connected to the pump, there was a good helium supply available, and the iab was connected. They attempted to start the pump, but it immediately alarmed for a "purge failure5". [The user] said that they checked all connections and verified that there was a good trigger. Each time they tried topump it would immediately alarm for a purge failure. They then attempted to connect as second pump whichalso alarmed for purge failure multiple times. He was certain that they everything the pump needed to be able topump was done. At that point the md opted to remove the iab and treat the patient medically. Connectedthe same iab to this pump with a simulator connected and continued to get purge failure alarms. [The user] connected it to the second pump and that pump eventually started pumping after 2-3 purge failure alarms". No patient injury or consequence reported. The patient's current condition is reported as "critical". Please see associated MDR# 3010532612-2025-00115.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "multiple purge failure. [The user] stated they had placed the a 50cc rediguard iabwithout difficulty. They had the ECG and ap connected to the pump, there was a good helium supply available,and the iab was connected. They attempted to start the pump, but it immediately alarmed for a "purge failure5". [The user] said that they checked all connections, and verified that there was a good trigger. Each time they tried topump it would immediately alarm for a purge failure. They then attempted to connect as second pump whichalso alarmed for purge failure multiple times. He was certain that they everything the pump needed to be able topump was done. At that point the md opted to remove the iab and treat the patient medically. Connectedthe same iab to this pump with a simulator connected and continued to get purge failure alarms. [The user] connected it to the second pump and that pump eventually started pumping after 2-3 purge failure alarms". No patient injury or consequence reported. The patient's current condition is reported as "critical". Please see associated MDR# 3010532612-2025-00115.